Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product serial number provided was not valid.

Event description:
During a remote follow-up, increased defibrillation impedance was observed on the lead. No intervention has been performed. The patient is stable with no consequences.

Event description:
Additional information was received that conductor fracture was suspected but not confirmed.